Manufacturer narrative:
The investigation into the reported issues has been completed. An inadequate pump was received for evaluation. It was found to be missing the pump plug. Based on the clinical details, the root cause of the removal issue is most likely due to the patients condition as there was clots along the graft. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Upon explant, there was difficulty noted with pump removal. The physician noted that it felt stuck. The patient's chest was re-opened and pump started to pull back. The physician retracted the graft back into open chest and cut the white cable out and the pump was removed via graft. The physician stated that the graft was little hardened and dry clots were sitting at anastomosis site. The patient outcome was noted as critical. The patient continued on extracorporeal membrane oxygenation (ECMO) support.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed on optical signal issue: the pump was returned, and it was cut at the catheter. No optical testing could be performed. Looking at the 5s parameters on the data logs, the gain and contrast are slightly spiking with the placement signal throughout the case. On the 17th, the placement signal spikes to 3000, gain decreases, light decreases, contrast oscillates, and lamp was at 100. It remains out for the rest of support. This trend does not align with a specific root cause. Since insufficient product was returned and no clear pattern was identified, the root cause of the optical signal issue cannot be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number. B7 other relevant history, including preexisting medical conditions updated.

Event description:
The complainant also reported that there was loss of optical signal.